Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between 19 april 2024 and 20 april 2024. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection of the photographs showed a small white particulate inside the tubing, in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had foreign matter in the port. This occurred prior to patient use. There was no patient involvement. No additional information is available.